Manufacturer narrative:
Investigation summary: customer returned 2 used auto shield duo pen needles. The pen needles cannot be fully inspected or tested for functionality as both have been used, resulting in their cannula components being inaccessible. The red band at the patient end of the cannula has been deployed on both samples. The orange guard on the non-patient end of the cannula has successfully deployed in one pen needle, but not the other. The non-patient end of the cannula in this pen needle was found to be bent. This damage may have disrupted regular use but is not believed to be directly responsible for a potentially blunt needle or leakage. The damage found is incidental to the reported issues, which cannot be properly inspected or tested for leaks and dullness. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the investigation, no CAPA/sa is required at this time.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle leaked insulin on the injection site. This occurred 6 times. The following information was provided by the initial reporter: "consumer reported injected daughter with 1 pen needle and left insulin on her site."